Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had been rebooting indicating an intermittent power issue. Reportedly, the battery cap could not be fully tightened and there was no damage to the battery cap or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
At this time, the caller refused to return the pump to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.